Event description:
Information from the field does not address the patient's clinical status but notes that after interrogation, the device was observed to be in back-up code a and there was no output or magnet response. Attempts to program several parameters did not bring the device out of back-up mode. Subsequently, the device was replaced.